Event description:
On (B)(6) 2025, a male patient with a history of gastrointestinal stromal tumor (gist) metastatic to the liver, received two overlapping histotripsy treatments to one lesion in liver segment v for a total planned treatment volume (ptv) of 33.5 cc. After the histotripsy, the patient experienced abdominal pain and a decrease in hematocrit. Computed tomography revealed hemoperitoneum (blood in the peritoneal cavity). Hemodynamic stability was achieved following transfusion of approximately 2-3 units of packed red blood cells; embolization was not required. The patient remained hospitalized for approximately four days and was doing well at follow-up.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.